Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was torn off, bleeding and peeling of the skin occurred about 2x3cm in size at the site of the 4th electrode.